Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the patient had a fall on the 17th of april and noticed a change in therapy after that. Caller stated the patient had to increase their medication, kept getting error codes on their programmer saying "out of range" and couldn't adjust stim but is still getting stim on one side. Caller met the patient today in the office and high impedances were discovered on the left stn. Caller provided impedance measurements for monopolar contacts 8-10 were greater than 5k ohms and contact 11 was 3768 ohms. All bipolar pairs were greater than 10k ohms. Caller stated that when patient fell, they outstretched their arm to break their fall so issue may be with extension as opposed to lead. Agent suggested imaging and intra-op testing of the lead to determine which component has the impedance issues. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep reiterating the impedances were ran when connecting to the battery and patient had stated she was getting an oor message on her programmer. Cause is attributed to fall on april 17th. As the patient still has twelve months on their battery so this will not be addressed until scheduled battery replacement in a year. Dbs was not determined to be causal or contributory to original fall.